Manufacturer narrative:
This supplemental report is submitted to present the findings of the legal manufacturer's final investigation. Upon return of the device to olympus for inspection, the reported failure of scratches on the distal end cover was confirmed. Additionally, the following reportable malfunction was identified during device evaluation: a chip on the adhesive section of the a-rubber. Based on the investigation results, no sufficient evidence was found to identify a definitive root cause for the scratches on the distal end cover or the chipped adhesive on the a-rubber. As a result, the cause of the reported adverse event has been classified as cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a device maintenance evaluation, the bronchofibervideoscope presented with scratches on the biopsy channel outlet. There was no patient involvement.